Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a teaching procedure in a cadaver lab it was observed that the short attachment device was making a grinding noise and there was vibration. It was confirmed that the event did not occur during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was grinding chattering noise and there is vibration was confirmed. An assessment was performed and it was observed that the device had noise and vibration. It was further observed that the bearings are worn out causing the noise and vibration. The assignable root cause was determined to be component damage caused from normal use and servicing over time the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.